Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the refrigerator was not detected on bus. A field service engineer (fse) called the customer and reviewed the troubleshooting attempts. Customer stated that they had rebooted the medstation and cycled the power switch on the refrigerator but had not turned off the battery during the process. The fse advised customer to turn off the helmer battery switch, then turn off the helmer power switch, wait one minute, and then power the unit back on. Customer later reported that the refrigerator had recovered successfully. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the fridge was not detected on the bus, preventing nurses from accessing refrigerated medications because it did not connect to pyxis. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.